Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited intrinsic amplitude out of range. The rv pacing impedance also has decreased from 530 ohms to 366 ohms and the rv threshold has increased from 0.7v (volts) to 2.1v. A lead assessment with a programmer was recommended. The battery longevity is normal and the other lead measurements are stable. The rv lead and the cardiac resynchronization therapy defibrillator (crt-d) remain in service. Additional information provided advised a chest x-ray appeared to show the rv lead had fallen from the septum. The patient will be admitted to the hospital and a lead reposition will be scheduled. At this time, the lead remains in service. No adverse patient effects were reported.